Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the reported high bg (blood glucose) levels, or a failure of the pod¿s ability to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels, did not feel well, and stayed for four (4) hours. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (back). The patient's treatment included insulin, intravenous, and patient had a racing heart due to high sugars. Patient applied a new pod. The patient took 8 unit of bolus via the pod but that did not bring the bg levels down so patient started feeling sick and decided to go to the local fire station and they recommended the patient go to the emergency room.